Manufacturer narrative:
(B)(4) it was reported that at the end of the procedure when the catheter was removed from the patient that the tip of the catheter had a clot on it. The returned device was visually inspected upon receipt and it was that tip dome proximal side had some reddish brown material on it. Per this condition and the event reported, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Therefore an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. However the root cause of the clot remains unknown.

Event description:
It was reported at the end of an atrial tachycardia (at) procedure when the catheter was removed from the patient that the tip of the catheter had a clot on it. The customer stated that the clot was fresh and not char. The case was completed without any patient consequence. A follow up regarding the patient¿s condition after 7 days of finding a clot was performed and the customer stated that the patient was fine and no complications noted after procedure. The presence of clot on the catheter is indicative of a reportable event.

Manufacturer narrative:
(B)(4).